Event description:
Device malfunction: thumb knob spun freely, difficulty deploying stent. Time of malfunction: during the procedure. Symptoms/ae: intervention to deploy stent. It was reported that during a left femoral artery stenting procedure, via a contralateral approach, resistance was met while advancing an unspecified guide wire over the high, narrow, angled bifurcation. A second access site was made in the left superficial femoral artery and a snare was used to successfully pull the guide wire over the bifurcation. During stent deployment at the target lesion, the xceed thumb knob spun freely, resulting in a partial stent deployment. The stent delivery system (sds) handle was opened with a hammer, the sheath was manipulated, and the stent was fully deployed in the target lesion. The sds was completely removed from the anatomy. Reportedly during 3 hours of effort to access the target lesion, the device may have been bent, resulting in the knob spinning and partial deployment. The procedure length was 6 hours. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
(Off label vascular use; advancement against resistance). The device was received. Investigation is not complete.